Event description:
It was reported that during a procedure to treat the calcific proximal and mid left anterior descending artery, pre-dilatation was performed. A 3.0x48 mm rx xience xpedition stent delivery system (sds) was advanced and the stent was implanted in the lad. During post-dilatation with an unspecified 3 mm non-compliant balloon, a perforation in the lad occurred with cardiac tamponade and cardiorespiratory arrest. An immediate pericardiocentesis was performed. The patient was intubated and resuscitated successfully. An unspecified covered stent was implanted and the perforation partially sealed off. Due to persistent poor hemodynamics and an under expanded stent, the patient was sent for emergency coronary artery bypass graft (CABG). There was a clinically significant delay in the procedure. The patient was in stable condition post CABG. The hospital discharge date is not available as the patient was sent to a different center for surgery. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties and patient effects, however, the treatments appear to be related to the operational context of the procedure. The reported patient effects of hypotension and perforation, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use, are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.